Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. Additions were made to h.6: component code. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual inspection, it was observed that the liner was fully expanded as designed for a distance of 3 inches from the distal strain relief. However, the remaining liner exhibited a tear starting approximately 3 inches from the distal strain relief and extending through to the distal tip. Radial and axial tip tears were noted along the distal liner edge, accompanied by hdpe stretching along both the axial and radial tears. Additionally, scratches were present along the distal sheath shaft and tip. The soft tip showed signs of damage. All score lines were intact. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn was confirmed per evaluation of the returned device. Available information suggests that improper tip expansion likely contributed to the event as it was reported that ''the physician felt the 23 mm sapien 3 ultra resilia valve ''popping'' out of the e-sheath+ while exiting the esheath+. Upon removal, the esheath+ tip appeared to be ruptured.'' The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The complaint for sheath liner torn was confirmed per evaluation of the returned device. Available information revealed that a liner tear was discovered during the evaluation of the returned device. Although '''mild'' calcification and tortuosity were reported, without 3mensio imagery provided, liner damage due to patient's access characteristics could not be subjectively ruled out. Therefore, it is possible that one or more patient factors (access vessel calcification, tortuosity) may have still been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 14 fr esheath+, the physician felt the 23 mm sapien 3 ultra resilia valve "popping" out of the e-sheath+ while exiting the esheath+. The physician felt the valve being released forcefully out of the 14fr e-sheath as if the sheath tip diameter was too small for the crimped valve. It was not a smooth transition of the valve exiting the sheath. The esheath+ was not torqued during the procedure and no resistance was noted. Upon removal, the esheath+ tip appeared to be ruptured. The valve was successfully deployed, and there was no issue with the 23 mm commander delivery system or esheath+ removal. No patient complications were reported.

Manufacturer narrative:
Investigation is ongoing.